Manufacturer narrative:
Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal canal stenosis. It was reported that the patient controller did not detect equipment. The patient was hospitalized because the pain was not relieved and the patient had eight bolts placed in their lower back; however, two of them were removed from the spinal cord and cement was placed into the cavity. They wanted to check the charging status, but the device was not detected and the remaining battery power could not be confirmed. The problem did not resolve even when the battery pack was inserted and removed. They charged the controller until the green lamp turned on and then charged the ins. Afterwards, the ins could be completely charged so the intensity of stimulation was increased and the condition was monitored. Ins battery depletion may have caused the event. The issue was resolved. Health damage was noted as patient outcome.